Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the ok, up arrow and down arrow keypad buttons were unresponsive due to the short in the audio bolus button. The keypad cover was removed and no evidence of contamination was found under any of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. The pump was returned with the audio bolus button cover missing, and there was evidence of corrosion on the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.